Manufacturer narrative:
H3: there is no specific optetrak device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
Explanted devices received with no information.